Manufacturer narrative:
The explanted product was discarded by the medical center and will not be returned for evaluation.

Event description:
The pt's trial leads were explanted due to an infection. The pt was hospitalized.